Manufacturer narrative:
Investigation in-process and will be filed in a supplemental report when investigation is complete. The remaining information was unattainable from the hospital.

Event description:
After procedure, the guidewire was returned to the dispenser. Then the physician flushed the dispenser in order to use the guidewire again, blue small debris flushed out from the dispenser. At that time, physician quit using this guidewire.